Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device had a service wrench icon in the readiness display. During device evaluation, physio-control observed that had logged an event code into its memory multiple times. In addition, it was observed that the device would not provide a defibrillation shock anymore. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device. The device was opened, and physically inspected. It was observed that two long screws had been driven through the device case, and that one screw had damaged the inductive resistor load coil. The damaged coil arced until the wires became completely separated. One wire was open and caused the device not to shock defibrillation energy. The cause of the reported issue was due to physical damage.